Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of its exhaled tidal volume (vte) levels being low was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift. H3 other text : serviced by asp.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.